Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for spinal pain. It was reported that the patient met with the medtronic representative (rep) today at the doctor's office because they were having issues with their equipment. The pump spools up to 90% but then 'just hangs up,' so they might have to hold the paddle (communicator) over the pump for 5-7 minutes before it goes to the next step where they hit the play (deliver bolus) button and it kind of does the same thing. This had basically been happening since they've had it, and then stated their first handset was replaced because it was not holding a charge very long, so they've had this current handset for 6 months or so. They were allowed up to 6 boluses per day but on average use 4 and it's rare that they'd only use a couple. Agent assisted them in clearing data. They had about an hour left on their current expected lockout and would call back for assistance as needed. Refer to (B)(4) for report of handset replacement.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.